Event description:
Case reference number: (B)(4) is a spontaneous report sent on (B)(6) 2020 by a 74-year-old caucasian male patient, who refers to himself. The patient had a medical history of hiv and routinely takes unspecified hiv medications [antivirals for treatment of hiv infections, c]. No information about history of allergies has been provided. The patient had previously received treatment with sculptra and never had a problem. The physician had injected the unspecified numbing medication through the roof of patient mouth before injecting and never had lumps. On an unknown date on (B)(6) 2019, the patient received treatment with 2 vials sculptra to whole face (unknown lot number, injection technique and needle type). Before the physician injects, she mixed with water [water for injection], numbing solution [anesthetics] into the sculptra directly instead of giving it to me prior to injecting sculptra (off label use). With each injection, the patient complained of pain (implant site pain) with the injection and that he had eye does not fully close (lagophthalmos) following the injections. This difficulty closing his eyes occurred with each injection and lasted for a few hours following the injection and then resolved each time. The patient clarified he was no longer having any issues closing his eyes. On an unknown date on (B)(6) 2019, the patient had swelling (implant site swelling) to his face immediately after injection. The patient also had pain during and after injection and burning sensation (eye irritation) to his eyes after injection. The pain and the burning sensation to the eyes resolved on an unknown date on (B)(6) 2019. But patient right eye does not fully close since injection and developed double vision (diplopia) in right eye when he reads, which was not yet resolved. The patient had contacted the hcp but no specific instructions were provided. It was also reported that pain was so bad that he gets the shakes. The patient feels he had experienced a visual acuity changes/change in his vision (visual acuity reduced) that requires new glasses. The patient has been seen by an eye doctor. The patient normal visual acuity was right eye 20/20 and left eye 20/80. The patient stated his vision has been the same for years and did not changed until after the injection on (B)(6) 2019. The patient did not know what his current visual acuity was but stated that he had to get new glasses recently because his right eye (which was usually his good eye) has gotten worse and he needed a new prescription. The patient stated that both eyes have worsened but the change in the right eye has been more noticeable. The patient denied experiencing double vision or any other visual complaints at this time other than the change in his acuity. The patient clarified that he experienced lumps/lumps as hard (implant site mass) 2 days following on (B)(6) 2019 injection as well. The patient stated they are all over his cheeks, down towards his mouth and were too many to count. The patient did not receive any treatment from the injector and continued to massage the areas without improvement since they occurred following on (B)(6) 2019 injection. The patient stated lumps on face was the biggest concern right now. As treatment, patient massages his face with an electric face massager every day for weeks, also uses an unspecified eye drops and ointment to his eye as treatment for the eye. Outcome at the time of the report: double vision was recovered/resolved. Eye does not fully close was recovered/resolved. Swelling was recovered/resolved. Lumps/lumps as hard was not recovered/not resolved. Pain was recovered/resolved. Burning sensation was recovered/resolved. Visual acuity changes/change in his vision was not recovered/not resolved. Mixed the numbing agent into the sculptra directly was recovered/resolved. Tracking list: v.0 initial. V.1 fu received 04-feb-2019 from the same reporter: event visual acuity changes added. Suspect device implant dates, event onset, cessation date and outcome were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-jan-2020 by a (B)(6)-year-old caucasian male patient, who refers to himself. The patient had a medical history of (B)(6) and routinely takes unspecified (B)(6) medications [antivirals for treatment of (B)(6) infections, c]. No information about history of allergies has been provided. The patient had previously received treatment with sculptra and never had a problem. The physician had injected the unspecified numbing medication through the roof of patient mouth before injecting and never had lumps. On an unknown date in (B)(6) 2019, the patient received treatment with 2 vials sculptra to whole face (unknown lot number, injection technique and needle type). Before the physician injects, she mixed with water [water for injection], numbing solution [anesthetics] into the sculptra directly instead of giving it to me prior to injecting sculptra (off label use). On an unknown day in (B)(6) 2019, the patient had swelling (implant site swelling) to his face immediately after injection. A day or two later the swelling resolved but he developed lumps (implant site mass) on whole face. The lumps have not yet resolved. The patient also had pain (implant site pain) during and after injection and burning sensation (eye irritation) to his eyes after injection. The pain and the burning sensation to the eyes resolved on an unknown date in (B)(6) 2019. But patient right eye does not fully close(lagophthalmos) since injection and developed double vision (diplopia) in right eye when he reads, which was not yet resolved. The patient had contacted the hcp but no specific instructions were provided. It was also reported that pain was so bad that he gets the shakes. As treatment, patient massages his face with an electric face massager every day for weeks, also uses an unspecified eye drops and ointment to his eye as treatment for the eye. Outcome at the time of the report: double vision was not recovered/not resolved. Swelling was recovered/resolved. Lumps was not recovered/not resolved. Pain was recovered/resolved. Burning sensation to his eyes was recovered/resolved. Eye does not fully close was not recovered/not resolved. Mixed the numbing agent into the sculptra directly was recovered/resolved.